Event description:
It was reported that the outer layer of insulation of the left ventricular (lv) lead was damaged. The lead was successfully repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054-52 implantable pacing lead, (B)(6) 1998. A 5068-52 implantable pacing lead, (B)(6) 1998. (B)(4).